Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg followed by a manual injection. The customer also experienced nausea. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the customer had an unspecified cartridge issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.